Event description:
Reference number (B)(4). Event occurred in puerto rico, united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing. The blood glucose level was high, and the patient was treated with pump infusion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico.